Event description:
It was reported that during a ptca/stent procedure guide wire separation occurred. The separation was unk for 3 weeks when the pt underwent an x-ray procedure. The portion of the guide wire was retrieved utilizing a snare technique. Reportedly the pt tolerated the procedure well.